Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02195. It was reported that lead dislodgement was observed on the left ventricular (lv) lead. The lead was repositioned successfully. After inserting the lv lead into the header of the device, the set screw was stripped when the physician used wrench to secure the lead. Another wrench was used with the same result. The device was explanted and replaced. The patient was stable.